Manufacturer narrative:
(B)(4). The device will be investigated by a maquet service technician. Details on the device (serial no.) Were requested. A supplemental medwatch will be submitted as soon as if additional information becomes available.

Event description:
It was reported that during patient treatment the arterial flow bubble sensor was alarming without detected air and they were not able to reset the bubble detector or to silence the alarm. They removed the sensor and inspected for defects, but none were found. (B)(4).

Manufacturer narrative:
It was confirmed that the bubble sensor was inspected and repeatedly tested by the customer on another circuit and found to be functional with and without intervention activated. It is the customers practice to not apply an intervention to the arterial bubble sensor and to only alarm and not intervene if activated. As the customer utilizes the cardiohelp for transport, they transitioned this patient from cardiohelp circuit to their rotaflow circuit uneventfully which is common practice for them so the cardiohelp is available for transport use. The bubble sensor is still being used by the customer and is fully functional. There was no patient harm cause in the reported incident. This first follow up report will also serve as a final report for this issue.

Event description:
(B)(4).